Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 7 mg/ml via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient had the pump filled on (B)(6) 2025 and at that time there was a low reservoir alarm active. The patient reports that since the refill the pump was still beeping. The caller confirmed that there was also an alert for a motor stall and recovery on the report due to the patient having a recent MRI. The agent reviewed information around concurrent alarms and advised the caller on how to silence the current alarm. The caller was not with the patient and stated that they would relay the instructions to the hcp (healthcare provider) office.